Manufacturer narrative:
A complete lead was returned for analysis. Analysis was normal. No anomaly was found.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented during the procedure, the right atrial lead was observed to not be sensing at multiple positions. It was further noted that the pacing lead impedance was high and out of range. The lead was replaced and the patient was stable after the procedure.